Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had high blood glucose levels. The customer removed the insulin pump. The blood glucose reading at the time of the event was 495 mg/dl. The patient was treated with manual injection. Prior to the event, the customer experienced urination. The drive support cap appeared normal and the insulin pump passed a manual prime test and a high pressure test. The customer was advised to change the reservoir and the infusion set if insulin is expired. The blood glucose reading is 275 mg/dl. No further information was provided.